Manufacturer narrative:
A philips service engineer was dispatched to the customer to correct the procedure card database. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that procedure card is corrupted and iq poor.the clinical use of the system was in use.there was no harm reported to philips.